Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances for the lot. A review of the complaint-handling database identified no other incidents reported for this lot. Based on the reported information the product was used 10 days past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the mitraclip system instructions for use, warns the user to not use the system after the use by date stated on the package label. The reported device expiration issue is attributed to user error and not a product quality deficiency.

Event description:
This report is conservatively submitted to report the use of the steerable guiding catheter (sgc) after its expiration date. There were no adverse effects to the patient; however, safety and efficacy of the use of the device beyond its expiration date has not been established. It was reported that the mitraclip steerable guide catheter (sgc) was used past the expiration date. Two mitraclips were implanted in the patient with functional mitral regurgitation (mr) successfully reducing the mr from 3 to 1. There were no device issues with the expired sgc. There were no adverse patient effects. No additional information was provided.